Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive, and a replacement device was arranged with instructions provided for shutdown, data handling, and return. Symptoms included no adverse clinical effects and no reported glycemic excursions. Outcomes included continued diabetes management with cgm through the dexcom app or receiver and successful replacement supplies shipment along with user education. Investigation included customer interview, troubleshooting support, and review of device use and return logistics. Investigation of this case revealed a nonfunctional user interface control (sleep/wake button) consistent with a hardware malfunction of the pump¿s external control component, with no alerts or alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.